Manufacturer narrative:
(B)(4).

Event description:
It was reported during the device change out for normal eri, an externalized conductor was observed. The lead was explanted and replaced. No adverse consequences were detected.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the lead was explanted due to an increase in lead impedance. Externalized conductors were observed upon extraction.